Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status with a monitoring voltage of 2.69v and a charge time of 29.2 seconds. Technical services discussed that this device was included on the shortened replacement window (srw) advisory but the device was not exhibiting that behavior. The device appeared to be exhibiting the mid life display of replacement indicators advisory behavior. Technical services then discussed that end of life (eol) battery status would be triggered with a charge time of >30 seconds and discussed device behavior at eol.

Manufacturer narrative:
Boston scientific received new information that a red alert was issued when this device declared end of life (eol) battery status. It was noted that the monitoring voltage was 2.67v with a charge time of 36 seconds. The device was explanted and was replaced with another boston scientific ICD. As of today, the device has not been returned. This report will be updated when additional information is received.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device was later returned. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
As of today, available information suggests the device remains in service. This report will be updated when additional information is received.